Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert. A transmission was requested by the clinic but the implantable cardioverter defibrillator could not be read or interrogated. A read error was seen. Backup vvi mode was confirmed. A device restoration was performed successfully. No patient symptoms or consequences were reported.

Manufacturer narrative:
Correction: section h6 - health effect - impact code should have been "4641 - unexpected medical intervention". Instead of " 2199 - no health consequences or impact ."